Manufacturer narrative:
Complaint not confirmed, light damage was observed on the teeth of the pegs and keel and along the edges of the device, but no abnormalities were observed that may have contributed to the event. Bone cement was observed on the central peg and on the keel.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a glenoid component removal had to be performed as a revision surgery due to an aseptic loosening of the device. No further information received. Update 31-mar-2021: further information was received. X-rays and pictures were provided containing the part- and lot-no. Of all involved devices (ar-9105-01/lot 1246018, ar-9301-02/lot 2501252307, ar-9300-41cpc/lot 2501241206, cd-9341-16/1242003), which were primary implanted on the (B)(6) 2013. The date of incident was confirmed to be the (B)(6) 2021 although the patient has experienced the correspondingly large burden on her shoulders already for many years, but had to care for her severely disabled husband. After the husband passed away, the patient decided to have the operation. During the revision a filling with bone substitute cerament (hemi) was performed to treat the patient.